Manufacturer narrative:
(B)(4). The device was brought back to the facility engineer room. While powered on, a test circuit and a test lung were connected. The low base pressure alarm did not generate but the airway pressure declined once to 2-3cmh2o. Additional patient and event information has been requested from the customer and is pending a response.

Event description:
It was reported that during patient use, a ventilator generated a constant low base pressure alarm. The positive end-expiratory pressure (peep) was set to 7 centimeters of water (cmh2o) but it was displayed as 2-3 cmh2o. The trigger sensitivity was adjusted and the auto trigger was not activated. The patient was removed from the ventilator and transferred to a different unit. There was no patient harm as a result of this event.

Manufacturer narrative:
(B)(4). Both solenoid valves and a main board were returned for investigation. Visual inspection found the solenoid valves to have damaged wiring, and the main board showed no anomalies. The returned components were attached into a previously tested ventilator, and allowed to run overnight, for about 14 hours, and set at 7 for peep. All products were confirmed to be functioning as expected. The customer reported malfunction was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.